Event description:
It was observed during the device evaluation, the bronchovideoscope exhibited rust marks inside the charged coupled device glass. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the rust found in the lens was caused by stress on the device. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.